Manufacturer narrative:
The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures. One used sample was received for evaluation. During visual inspection, it was observed that the silicon presented a hole. Next a functional test was performed and the leaking was observed near the black retainer. The failure mode reported by the customer it was confirmed, however it was also confirmed that during the manufacturing process, there is no use of razors or sharp tools for this part number. Therefore, the possible root cause could be related with the overuse or the improper use of the formula causing damage in the silicon. Corrective actions will not apply at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that leaking occurred at the soft silicone side of the black retainer after 10 minutes of administration. It did not leak when primed.